Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that there was a concern about potential loss of capture (loc) on this left ventricular (lv) lead. Technical services (ts) was consulted, and upon review of presenting electrogram (egm), determined that this lead exhibited intermittent loc. No adverse patient effects were reported. This rv lead remains in service.